Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: device identification (lot #), concomitant medical products, initial reporter name and address, device manufacture date and evaluation codes. Corrected: device evaluated by MFR. Patient code: no code available (3191) used to capture the prolonged surgery and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend surgery - wanted to place the metaglene positioning plate 2307-87-003 and drill the 2307-87-004 metaglene central guide pin ø 2.5 mm by inserting it through the whole of the plate. But the pin didn't fit through the whole.